Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the issue was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when the nc trek 3.75 x 12 mm was dilated at the lesion and there was a longer deflation time than usual. There was blood in the inflation device that connected with the nc trek. It was thought that there was a hole somewhere in the nc trek. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.